Manufacturer narrative:
The device did not behave as expected by the customer. To resolve the reported issue, the device was rebooted. Although the reported issue was resolved by rebooting the device, it is not known what caused the customer's issue initially.

Event description:
The customer reported that the heart rate value was stuck at 99 and not updating. The device was in use on a patient. There was no report of patient or user harm.